Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information. The device was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Imagery was not provided for review. A review of the risk management documentation was performed, and no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. During manufacturing balloons are 100% visually inspected at several different steps and devices are 100% leak tested. Therefore, it is unlikely that the delivery system left the manufacturing site with balloon damage. Additionally, there was no note of abnormalities or leakage on the delivery system during device preparation and de-airing, suggesting that there was no issue with the device when removed from packaging. The complaints were unable to be confirmed as neither the complaint device nor applicable procedural imagery was provided for evaluation. As the device was not returned, engineering was unable to perform any visual examination, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. However, review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. As reported ''it was a case of a 29mm sapien 3 valve, in pulmonic position inside a pre-stent by transfemoral approach. During procedure, there were difficulties to position the delivery system with valve into the pre-stent, several maneuvers were needed. During deployment, it was noted balloon leakage, the valve was not expanding'' it is possible that the balloon interacted with the walls of the pre-existing stent while tracking to the landing zone, damaging the balloon in the process and resulting in the observed leak upon inflation. There are several potential factors that may affect users' ability to cross the preexisting bioprosthesis including heavy calcification or tortuous anatomy. In this case, the implant site was characterized by the presence of a stent, which can create obstacles preventing the device to cross. While a definitive root cause was unable to be determined at this time, available information suggests patient factors (pre-existing stent) contributed to the reported event.

Manufacturer narrative:
The investigation is ongoing. H3 other text : the device was discarded.

Event description:
As reported, it was an off-label case of a 29mm sapien 3 valve, in pulmonic position inside a pre-stent by transfemoral approach. During procedure, there were difficulties to position the delivery system with valve into the pre-stent. Several maneuvers were needed. During deployment, a balloon leakage was noted and the valve was not expanding. Blood was seen on the syringe and a balloon tear was noted. The device was withdrawn without complication and a second valve was successfully implanted. The patient was stable post-procedure. As per medical opinion, the pre-stent damaged the balloon.